Manufacturer narrative:
(B)(4). The lot was manufactured from august 9, 2015 - august 10, 2015. The device was received for evaluation containing approximately 100 ml of fluid in the bladder. Visual inspection was performed and identified a leak at the fillport. The cause of the leak was determined to be a crack on the fillport; however, the cause of the crack was unable to be determined. No back flow from the fillport was identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. The leak was further described as backflow of an unspecified drug from the filling port was observed. This occurred during filling. There was no report of patient injury or medical intervention associated with this event. No additional information is available.